Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the lead was received complete with a bent and fully extended helix. The bent helix could not be retracted. Analysis also found an insulation abrasion at 5.5 cm to 5.7 cm , 13.8 cm to 14.1 cm, 19.6 cm to 20.4 cm and 20.6 cm to 21.1 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported issue.

Event description:
It was reported that the atrial lead dislodged which resulted in a loss of capture. The lead was explanted and replaced.